Manufacturer narrative:
Image analysis: one image returned for analysis. Image shows a device with blood/contrast, and the stent appears to be dislodged from the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported one resolute integrity coronary drug eluting stent was found to be damaged after opening the packaging. The packaging showed no signs of damage. The packaging was intact when delivered to the hospital. It appears that the device was inserted/used in the patient's vasculature as it was noted that the stent was missing when returning the product. It could not be determined whether the issue was due to the product itself or occurred during transportation. The device was replaced. No patient complications were reported.